Event description:
Dealer reports that the patient had died but it was not clear if the monitor was in use at the time. As told by the dealers interpretation of the download, the use of the monitor was non-continuous with numerous on and off events and many lead alarms, especially on the day of the pt's death. There is no alleged malfunction of monitor claimed.